Event description:
It was reported that the pump shut off unexpectedly. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2026 with a blood glucose (bg) level exceeding 1000 mg/dl. Customer administered a manual injection in an attempt to address elevated bg. Reportedly, the customer was released from the hospital "on of before (B)(6) 2026"; however, the release date could not be confirmed. The customer declined to provide further information regarding the event and continued to use the pump for insulin therapy.